Event description:
A malfunction alarm code malf 0 was reported by the customer, but no notable events occurred prior to this issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the issue arose again, which the customer acknowledged and understood.